Event description:
It was initially reported that the device had an illuminated service indication. There was no patient use associated with the reported failure. Upon evaluation by physio-control, it was observed that the device would not deliver defibrillation therapy.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the removed therapy pcb and determined the cause of the reported failure to be broken solder joints on pins 43 to 52 on integrated circuit chip, designator u6.